Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they have received battery out limit alarm. The customer's blood glucose level at the time of alarm was 146mg/dl. The customer mentioned the pump left without battery for longer period than allowed. The customer was advised it was normal pump behavior. The customer's blood glucose level at the time of hospitalization was 400mg/dl. The customer states their levels had gone as high as 600mg/dl. Troubleshoot was conducted. The customer mentioned having experienced bent cannulas. The customer states they were not feeling well and frustrated during high pressure test. The customer was advised to call back at a later time to finish troubleshoot. The customer is being sent out sample sets.